Manufacturer narrative:
H10: multiple attempts have been made on (B)(6) 2024, (B)(6) 2024, and (B)(6) 2024 to try to obtain further information about this case, but no response was received from the customer. This file is closed and can be reopened if new information becomes available.

Event description:
Philips received a complaint by the biomedical engineer (bme) on the v60, indicating that a battery failed alarm error occurred, and a "cbitbatteryfailed" error message was also found in the event log. At this time, it is unknown if there was patient involvement at the time the issue was discovered; however, there was no reported harm to the patient or user. The biomedical engineer (bme) called technical support to report that a battery failed alarm error occurred, and a "cbitbatteryfailed" error message was also found in the event log. The bme placed an order for a replacement battery for repair.